Manufacturer narrative:
Additional information was received that the physician confirmed that the lead was not left inside the patient. Lead may have been damaged and was discarded during the explant per physician. Nothing was left inside the patient¿s body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model#: sc-4316, lot#: 16357452, description: next generation anchor kit-sterile. Device evaluation indicated that the ipg passed the visual, electrical and performance tests performed. There was no report of ipg malfunction in the reported complaint, only that the patient was not using the device due to her cardiologist's recommendation and elected to have the ipg explanted. The ipg was analyzed and passed all tests. Therefore, the ipg exhibited normal device characteristics. Device evaluation indicated that both tails of the lead were cut approximately 1 inch from the proximal ends. Also, electrodes #1r, #2r and #2l were partially dislodged. Number 1l was completely dislodged and not returned. Damage to the lead was a result of a typical explant procedure and was not considered a failure. Device evaluation indicated that the anchor passed the visual and photographic imaging tests performed. Anchor passed all cis testing. Anchor exhibited normal device characteristics.

Event description:
A report was received that the patient had heart rate issues whether the device was on or off. The physician recommended to have the device turned off as it might be causing the problem or not helping the problem. The patient underwent an explant procedure. The patient's symptoms were resolved.

Event description:
A report was received that the patient had heart rate issues whether the device was on or off. The physician recommended to have the device turned off as it might be causing the problem or not helping the problem. The patient underwent an explant procedure. The patient's symptoms were resolved.